Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and abutting the distal tamp lock. Adhesive residue was observed on the polyimide shaft at the corresponding tamp lock position. The dislodged proximal tamp lock prohibited the advancer tube from properly engaging the tamp locks, resulting in failure to deploy. Based on the provided information and the investigation performed, the cause for the tamp lock detachment is bond failure at the polyimide shaft. The review of the lhr (lot f1524302) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the mynxgrip vascular closure device failed to deploy. The doctor noted that he shuttled all the way down, but the sealant did not deploy. Manual compression was applied for 10 minutes to achieve hemostasis. There were no further consequences to the patient and the patient's hospitalization was not prolonged as a result of the event. No further information is available. Additional information: there was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Vessel location: coronary vessel size: 7 mm sheath size: 6f stick location: medium